Event description:
As pt was being transferred from the or table to the stretcher following a turbt and needle biopsy of the prostate procedure, pt was found to have a 5cm x 1.5 cm full thickness burn to the right posterior/lateral thigh. Immediate intervention included silvadene cream applications. Seen by a plastic surgeon, pt underwent excision of a full thickness defect of the right posterior thigh on 12/6/96.